Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2023. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Battery voltage measurement confirmed a depleted battery, which could be attributed to an increased internal self-depletion within the battery. Please note that this ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Event description:
It was reported that the device showed the eri status approximately 111 months after the implantation. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.